Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during insertion of the synapse screws during a posterior cervical spinal surgery, the screw head was removed from the screw on two screws. After screw head pulled out the screw, surgeon had to pull out with pliers by turning the remaining part (screw shaft) of the screw from pedicle. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the: review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device. The subject screw assembly was received with body/sleeve/bushing disassembled from the screw. The screw has bead blast texture polished in midline of spherical diameter and anodized finish worn away. The screw t15 stardrive has nicks and some of the anodize finish inside the drive area worn away. The bushing has radial polishing in the internal spherical diameter and marks. The body has worn anodize, nicks and scratches. All described non-conformances are post manufacturing. Due to the condition of the returned device, not all relevant features could be verified. The spherical diameter of the bushing, length of the sleeve, and spherical diameter of the body can¿t be measured due to the parts being assembled. The bushing and sleeve raw materials can¿t be measured due to the parts being assembled. Due to the as received condition of the device the complaint is confirmed for the complaint category of broken: intraoperatively; however, the complaint is unconfirmed from a manufacturing perspective. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.